Event description:
The initial reporter received questionable sodium electrode results from one patient sample tested on the cobas 6000 c501 module. The initial na result from the module was 200 mmol/l. The repeat result from the module was 128 mmol/l. The repeat result from another system was 136 mmol/l. The initial result was not reported outside the laboratory.

Manufacturer narrative:
The electrode lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and found a defective suction tube in the rinse unit and contamination on the connections of the vacuum bottle and regulator for the cuvette fill level. He replaced the rinse tube assembly and the regulator. He confirmed the module's performance by successful test runs. The customer did not report any other issues after the service. The investigation determined that the issue found by the fse (defective suction tube) was the root cause of the event.